Event description:
Nurse called regarding a pt that was admitted to the hosp. The pt was admitted to the hosp in 2006 in diabetic ketoacidosis. The nurse stated that the pt's blood glucose value was 942 mg/dl and his ketones were >80. The nurse stated that the pt was wearing his infuion device upon admittance to the hosp. She state he was given an insulin IV drip. The nurse did not have any add'l info regarding the pt's events before he was admitted to the hosp. The pt was still in the hosp. Attempts were made to contact the pt to obtain add'l info, but pt could not be reached. Due to pt not being available, product could not be returned for eval.

Manufacturer narrative:
H6: product not returned for evaluation.